Manufacturer narrative:
Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was fluid visible in the inflation lumen and balloon. The stent was not on the balloon or returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had loose folds and was returned filled with fluid. There were two kinks in the proximal shaft, 1cm and 5.5cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned sds. It was reported that the stent was missing from the sds, but because no inspection of the sds was performed prior to use, it was not noticed to be missing until during the attempt to deploy the stent. The account could not find the stent in the pt, in the cath lab or in the packaging. The analysis confirmed that the stent was not on the balloon and was not returned. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. There was fluid in the inflation lumen, and the balloon had loose folds. This condition corresponds with the accounts report that the sds was used in an attempt to deploy the stent. The only damage to the returned sds was two kinks in the hypotube. There was no mention of this in the case description and may have resulted either from the use of the sds or from handling of the sds during packing for shipment back to abbott for eval, but is not believed to be related to the reported missing stent. The lot history record was reviewed. There were no issues associated with this lot and the testing for crimped stent diameter, stent placement and stent movement all met spec. Additionally, there have been no other reported incidents of missing stents from this lot. It is possible that the stent dislodged sometime after the crimping process while still in mfg or that the stent dislodged sometime during the removal from the packaging at the account. However, a conclusive root cause cannot be determined. It should be noted that the instructions for use (IFU) instructs to inspect the device for proper stent placement on the balloon between the markers, prior to use, in order to avoid use of the device without a properly mounted stent. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the vision stent was missing from the stent delivery system (sds). The stent was noted to be missing during the attempt to deploy the stent at the lesion. The device was not inspected prior to use. However, a complete search of the pt and the package, as well as the backtable and the floor was unable to locate a stent anywhere. Reportedly, there was no pt injury. No add'l event or pt info is available. This is being filed based on the returned product eval that revealed crimp marks on the balloon, suggesting the stent was originally positioned on the device.